Event description:
Complainant alleged that the medics were responding to a call for a pt (age and gender unknown) who went into cardiac arrest at the pt's home. During pt treatment the control buttons on the device paddels failed to respond correctly. The charge button printed the recorder paper, the paper print button charged the device, and the energy select button had a "limited effect." The complainant reported that the device functioned appropriately when the controls were operated from the main control panel. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction. The complainant indicated that "the equipment fault did not effect the pt outcome". The facility's biomedical engineering dept was unable to duplicate the reported malfunction. Medwatch number 1220908-2001-00661, documents a second identical event that occurred at this facility.